Event description:
Customer reported unexpected positive 1+ reactivity with gammaclone anti-a, lots am107-2 and am108-1 when testing a previously typed group b pt. This pt was previously typed with the same reagents and resulted as negative, therefore she was recorded as group b. Patient's reverse grouping result was group b at that time and is currently resulting as group b.

Manufacturer narrative:
Retention gammaclone anti-a (murine monoclonal), lots am108-1 and am107-2 were tested with in-house donor samples of known abo types. Group b donors exhibited no unexpected reactivity. The retention products performed as expected. The customer did not return product or sample for investigation testing, the customer is sending the sample to a reference laboratory for testing. Add'l lots # am-108-2.